Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for four patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 24.4 mg/dl, and the repeated result was 1.4 mg/dl. Patient 2: on (B)(6) 2025, the initial result was 0.9 mg/dl, and the repeated result was 2.4 mg/dl. Patient 3: on (B)(6) 2025, the initial result was 14.20 mg/dl, and the repeated result was 0.7 mg/dl. Patient 4: on (B)(6) 2025, the initial result was 6.20 mg/dl, and the repeated result was 0.3 mg/dl. The samples were repeated because the physician questioned the initial results due to the results not matching the patient's clinical history. The repeated results were believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative inspected and cleaned the sample probe. He performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Although no specific cause was found, the instrument performance was verified, and the issue appeared to be resolved after the service actions.